Event description:
Report stated, that implant failed due to the patient bone condition. On investigation, dentist was unable to recall specific patient and could not provide any additional information.

Manufacturer narrative:
Complaint was not initially investigated. Complaint procedure recently revised to require appropriate investigation & reporting of events. Report being submitted subsequent to completion of investigation. Date of test: in 2007. Type of test(s): 1. Send the returned product to the lab for sem (scanning electron microscope) imaging to verify sla (sand blasting with large grit and acid etching) type surface treatment was completed. 2. Re-inspect the returned product's dimensions to verify if the product meets its specifications. Results: see attached test data. 1. As a result of sem imaging, sla type surface treatment was completed. 2. As a result of re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.